Manufacturer narrative:
The event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by MFR: the returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon folds. The balloon was tightly folded with the stent attached. The stent was found misplaced 1mm distal from the crimp marks on the balloon. The stent damage was to the distal end and was stretched to 27mm in length. Product analysis confirmed the reported event, as the stent to the device was stretched and damage.

Event description:
Reportable based on device analysis completed on 13sep2021. It was reported that an unspecified material damage occurred. A 16 x 2.25 rebel stent balloon was selected for treatment, but it was noted that the material was defective. No patient complications were reported in relation to this event. However, the device was returned and revealed stent damage.